Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude measurements and high pacing thresholds. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude measurements and high pacing thresholds. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.